Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the rupture. The type 3b endoleak is unconfirmed due to a lack of relevant medical imaging. An attempt was made to obtain medical imaging but was denied as patient authorization is needed. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harm identified was respiratory insufficiency due to post operative pulmonary edema related to pre-existing hypertension. The final patient status was reported was discharged seven (7) days following a secondary endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) months post initial procedure, the patient presented emergently with a hypertension, type iiib endoleak, and rupture. The attending physician elected to treat the patient by relining with a gore (non-endologix) excluder device on (B)(6) 2020. The patient was reportedly in stable condition. As of date, there have been no additional patient sequelae reported.